Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 330 mg/dl at the time of the incident. The customer was over 200 mg/dl throughout the day of the incident. The customer used the pump to treat. The customer experienced symptoms such as nausea and vomiting. The customer was wearing the insulin pump during the incident. The customer reported the act button on the pump had stopped working. Troubleshooting was not completed due to the unresponsive keypad. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08725 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No unexpected low battery alarm noted. The low reservoir alarm functions properly during testing. Unit was able to access the bolus history screen, alarm history screen and the daily totals screen to review pump history. Device uploaded properly using carelink. Device had intermittent button response on the express bolus, esc, act, up arrow and down arrow buttons due to flattened dome switches (no crease). During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. No button error alarm noted. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).